Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 04-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("chronic abdominal pain (as well as cramps in the lower abdomen)"), back pain ("chronic lumbar pain"), autoimmune disorder ("onset of autoimmune disease") and hyperthyroidism ("took medication for hyperthyroidism, however the problem (graves' disease) did not resolve") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (3 children) and graves' disease. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced hyperthyroidism (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced fatigue ("chronic fatigue (symptoms of tiredness and, during the summer, the tired state became worse), currently constant tired"), autoimmune disorder (seriousness criterion medically significant) and muscular weakness ("lose muscle strength, feeling of major weakness in my legs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pain ("pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("cervical pain") and general physical health deterioration ("feeling that her general health was deteriorating"). The patient was treated with surgery (late 2013, on medical prescription, she underwent total thyroidectomy). Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, fatigue, muscular weakness, pain, arthralgia, myalgia, neck pain and general physical health deterioration had not resolved, the autoimmune disorder outcome was unknown and the hyperthyroidism had resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, fatigue, general physical health deterioration, hyperthyroidism, muscular weakness, myalgia, neck pain and pain to be related to essure. The reporter commented: after the placement of essure, the patient did not have any concerns and she never imagined that problems would occur. As a result of total thyroidectomy, she had to take thyroid hormone replacement for life. Her blood test results returned to normal, but the fatigue remained present, with pain, increased muscle weakness and a feeling that my general health was deteriorating. She was therefore considering having the device removed and was waiting for a visit with the gynaecologist, scheduled for (B)(6) 2017. Diagnostic results: blood test: results abnormal . Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous, medically confirmed case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic abdominal pain (as well as cramps in the lower abdomen) and chronic lumbar pain (back pain) and has an appointment to have her essure removed. It was also reported she had onset of autoimmune disorder and she took medication for hyperthyroidism, however the problem (graves' disease) did not resolve. Abdominal and back pain are anticipated in essure's reference safety information, whereas other events are unanticipated. Abdominal pain and back pain may occur after essure insertion. Considering the positive temporal relationship and the lack of alternative explanations, causality with essure cannot be excluded. Considering their possible etiologies and the local, mechanical action of essure coils at fallopian tubes, a causal relationship between autoimmune disorder and hyperthyroidism and essure was considered as unrelated. This case was regarded as incident as a surgical intervention will be required. In addition, non-serious events were reported. A product technical analysis is expected. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 04-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("chronic abdominal pain (as well as cramps in the lower abdomen)"), back pain ("chronic lumbar pain"), autoimmune disorder ("onset of autoimmune disease") and hyperthyroidism ("took medication for hyperthyroidism, however the problem (graves' disease) did not resolve") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous (3 children) and graves' disease. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced hyperthyroidism (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced fatigue ("chronic fatigue (symptoms of tiredness and, during the summer, the tired state became worse), currently constant tired"), autoimmune disorder (seriousness criterion medically significant) and muscular weakness ("lose muscle strength, feeling of major weakness in my legs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pain ("pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("cervical pain") and general physical health deterioration ("feeling that her general health was deteriorating"). The patient was treated with surgery (late 2013, on medical prescription, she underwent total thyroidectomy). Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, fatigue, muscular weakness, pain, arthralgia, myalgia, neck pain and general physical health deterioration had not resolved, the autoimmune disorder outcome was unknown and the hyperthyroidism had resolved. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, fatigue, general physical health deterioration, hyperthyroidism, muscular weakness, myalgia, neck pain and pain to be related to essure. The reporter commented: after the placement of essure, the patient did not have any concerns and she never imagined that problems would occur. As a result of total thyroidectomy, she had to take thyroid hormone replacement for life. Her blood test results returned to normal, but the fatigue remained present, with pain, increased muscle weakness and a feeling that my general health was deteriorating. She was therefore considering having the device removed and was waiting for a visit with the gynaecologist, scheduled for (B)(6) 2017. Diagnostic results: blood test: results abnormal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.050 cases. Back pain. The analysis in the global safety database revealed 274 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2017: despite follow-up attempts, no information received. No further information expected. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 04-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of abdominal pain ("chronic abdominal pain (as well as cramps in the lower abdomen)"), back pain ("chronic lumbar pain") and autoimmune disorder ("onset of autoimmune disease") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "took medication for hyperthyroidism, however the problem (graves' disease) did not resolve" (seriousness criterion medically significant) in (B)(6) 2011. The patient's past medical history included multiparous (3 children) and graves' disease. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("chronic fatigue (symptoms of tiredness and, during the summer, the tired state became worse), currently constant tired"), autoimmune disorder (seriousness criterion medically significant) and muscular weakness ("lose muscle strength, feeling of major weakness in my legs"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), pain ("pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), neck pain ("cervical pain") and general physical health deterioration ("feeling that her general health was deteriorating"). The patient was treated with surgery (late 2013, on medical prescription, she underwent total thyroidectomy). Essure treatment was not changed. At the time of the report, the abdominal pain, back pain, fatigue, muscular weakness, pain, arthralgia, myalgia, neck pain and general physical health deterioration had not resolved and the autoimmune disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune disorder, back pain, fatigue, general physical health deterioration, muscular weakness, myalgia, neck pain and pain to be related to essure. The reporter commented: after the placement of essure, the patient did not have any concerns and she never imagined that problems would occur. As a result of total thyroidectomy, she had to take thyroid hormone replacement for life. Her blood test results returned to normal, but the fatigue remained present, with pain, increased muscle weakness and a feeling that my general health was deteriorating. She was therefore considering having the device removed and was waiting for a visit with the gynaecologist, scheduled for (B)(6) 2017. Diagnostic results: blood test: results abnormal. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous, medically confirmed case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced chronic abdominal pain (as well as cramps in the lower abdomen) and chronic lumbar pain (back pain) and has an appointment to have her essure removed. It was also reported she had onset of autoimmune disorder and she took medication for hyperthyroidism, however the problem (graves' disease) did not resolve. Abdominal and back pain are anticipated in essure's reference safety information, whereas other events are unanticipated. Abdominal pain and back pain may occur after essure insertion. Considering the positive temporal relationship and the lack of alternative explanations, causality with essure cannot be excluded. Considering their possible etiologies and the local, mechanical action of essure coils at fallopian tubes, a causal relationship between autoimmune disorder and hyperthyroidism and essure was considered as unrelated. This case was regarded as incident as a surgical intervention will be required. In addition, non-serious events were reported. A product technical complaint investigation could not be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information is being sought with the patient's physician.